Event description:
Customer reported the panorama telepack stopped working minutes after use, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
(B)(4) service reps replaced the panorama telepack. Unit was safety tested to factory specifications.